Manufacturer narrative:
Product analysis: visual and functional examination of the instrument identified external damaged threads which appear to prevent full tightening of the instrument joint, resulting in subsequent inability to tighten the damaged joint.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during operation, the arm didn't stay in the right position. Product did not break, it malfunctioned. No patient complications were reported as a result of the event.